Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: no address information given, the state of (B)(6) was used as a placeholder. Device manufacture date: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for bending during use pe & breaks off during use pe. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle is bending and breaking off during injection with a unspecified bd pen needle. On one occasion the needle broke off in his body and had to seek medical attention. The following information was provided by the initial reporter: consumer inquired about the pen needle he was using he reported they bend. When he pokes in to the skin it gets bent. It has happened with many in the box. He was asking if we make stronger needle in 4mm as 30 gauge. Explained consumer about the pen needles we have and explained higher the gauge finer it is. He does need to contact his doctor regarding switching the needles. He is aware of it. Lot# unknown; occurrence unknown; incident date-unknown. He also reported one time as he was injecting it bent and broke in his skin. He stated he sought medical attention. He went told the pharmacy. Incident happened about 10 months ago. Consumer kept inquiring about the other gauge in 4mm, and hung up the phone.